Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address), provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated. The carrier tube was returned in the forward lock position, and a kink was identified on both the hemostasis sheath and the carrier tube. No other damage or issues were identified. The complaint was confirmed for a kinked hemostasis sheath and carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: inventory coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during an endovascular aortic aneurysm case, a nurse working in the operating room (or), had a problem with the involved 8 french angio-seal. The nurse stated the product did not deploy correctly. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required.